Manufacturer narrative:
The device history records for the sam 300p device and the pad-pak were reviewed, and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2008. A visual inspection of the device revealed no apparent defects. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that a pad-pak was first installed on the (B)(6) 2009 and that it had performed to specification up to and including the (B)(6) 2011. On the (B)(6) 2011, the device was power cycled, failing a self-test due to a low battery. Additional low battery fails were recorded up to the (B)(6) 2011. On the (B)(6) 2011, information from the history log shows a further pad-pak was installed. The device was power cycled, passing a self-test. The device passed all subsequent auto self-tests up to and including the (B)(6) 2017. Multiple manual power ups of up to 6 minutes duration were recorded between the (B)(6) 2017 and the (B)(6) 2017. No further log entries were recorded. A test pad-pak was inserted into the device and passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Further investigation concluded that the cause of the reported fault could be attributed to membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
There was no patient involved. Fsca device displaying switching on automatically symptom.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Fsca device displaying switching on automatically symptom.